Manufacturer narrative:
At this time there is no evidence that the infection was caused by any mako components nor due to the makoplasty procedure. Additionally, the polyethylene acetabular liner was not replaced. Mako disposables undergo a validated gamma sterilization process before use, are labeled for single use only, and are tested for ability to withstand extreme environmental and distribution conditions. Mako reusable instrument designs are verified for ability to be disinfected and sterilized between procedures. Validated disinfection and sterilization procedure are provided for customers in 203855 makoplasty total hip application instrument cleaning and sterilization guide. The rio sterile draping procedure validation is documented and training is provided to hospital personnel on draping procedure. Other sterile procedures are controlled by hospital staff, and are staff, and are not documented in mako protocols or user procedures.

Event description:
About four weeks after performing a primary total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the surgeon performed an incision and drainage procedure, and installed a catheter on the pt due to an apparent infection.